Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. It was also noted that the right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.